Event description:
Per the clinic, the implant was inserted in a wrong orientation during the initial implantation surgery, resulting in the internal magnet being reversed. As a result, the patient was unable to attach the external transmitting coil and redness was observed around the implant site. Subsequently, the patient underwent a revision surgery under general anesthesia on (B)(6) 2025, to replace the internal magnet. The implanted device remains.